Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of damage on ultrasonic probe and insufficient adhesive in the screw holes of distal end: cause traced to component failure. Based on the results of the investigation, it is likely the following led to the malfunction of foreign material in the forceps elevator: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope presented damage on ultrasonic probe, insufficient adhesive in the screw holes of distal end and foreign material in the forceps elevator. There was no patient involvement.